Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 425 mg/dl. The issue was resolved through troubleshooting after disconnecting and reconnecting the tubing and reservoir and manually pushing insulin through. The insulin pump was not replaced or returned.